Manufacturer narrative:
The device has not been returned for failure analysis. The device history has been reviewed with the observation that the device was released as a refurbished device and successfully passed all tests at the time of release. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare 5000 products is 0.58/million sets.

Event description:
Overdelivery reported. The pump was set to infuse 1000ml d5ns at 100ml/hr. A new container was hung at 3am. The night nurse reports the bag was emoty at 5am. The pt did not experience any adverse effects. The pump was switched out and the pt's hourly i.v. Fluid rate was decreased. No add'l info is available.